Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. Unable to confirm the excessive no delivery alarm due to the motor error alarm. The pump passed the displacement and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with missing segments due to a cracked lcd zebra connector. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that there were cracks and lines going through the lcd screen that was fading out the letters and numbers. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.